Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
Approximately nine months post implant it was reported that during the patient's follow-up visit the left ventricular (lv) lead was shown to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.